Event description:
Complainant alleged that the medics were attending a pt (age unknown), who upon the medics arrival, was pulseless and apneic. The medics placed electrodes on the pt and determined that the pt was "in defib". The medics administered three shocks to the pt, and pt was converted to an asystole heart rhythm. The medics initiated pt CPR and "bvm" with 100% oxygen. The pt was intubated and given one mg epinephrine and one mg atropine. An IV was then established, and the pt was then given follow-up dosages of epinephrine and atropine. The pt then began to present a "ventricular rhythm of approximately 30 with positive carotid pulses and respirations of approximately 3 per minute." The medics then attempted to pace the pt at 70 ppm, achieving pt heart rhythm capture. The medics reported that there was no pt blood pressure. They then administered 250 cc's fluid bolus, but there was no pt change. The medics then started administering dopamine; pt blood pressure was 60/0. At this time the device started beeping and displayed a "low batt" message. The medics then installed a battery within ten seconds of the message appearing on the screen, but the device lost power. The medics then turned the device off/on several times before it powered on. Pt pulses were lost and pt CPR was restarted, with respirations assisted throughout, in addition pacing was continued on the pt. The pt subsequently expired.